Event description:
User facility reported a torn capsular bag during intraocular lens placement in cataract surgery. The user facility reports that event was possibly caused by the pt coughing and causing the damage.